Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, the unit fluctuated between on and standby. A nurse in the operating room had to hold the light-cable at an angle in order for the light to function. It was further reported that the nurse switched light-cables and the new light-cable functioned as specified. The procedure was completed successfully and there were no adverse consequences.